Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, off no power, failed battery test or weak battery alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. No moisture damage inside insulin pump noted.

Event description:
Customer reported that the numbers on the screen of her insulin pump were scrolling. Customer stated that she removed then replaced the batteries and then received a battery out limit alert, weak battery alert, and a failed battery test alert. Customer stated that the insulin pump also alarmed failed battery test several months earlier. Blood glucose level was 152 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.